Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 88 mg/dl. While troubleshooting, it was found that the customer was unable to exit the "preparing to prime" loop. The customer's mother stated that insulin was shooting during the priming process and that the drive support cap was protruded. The customer's mother was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump was unable to perform the occlusion, prime, and excessive no delivery alarm tests due to the alarm. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a broken belt clip slot.